Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow users to log in during a procedure, preventing user access to medications. Customer stated that several procedures were affected, and multiple medications were required. The required medications were obtained by manually releasing drawers and from the pharmacy there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the stations were not reaching the active directory, which caused user logins to time out. Reverification were not able to occur due to network downtime at the customer's site at the time of the event. Investigation pending, a follow up with customer on recommendation to unplug network cable and allow login through hashed credentials during network downtimes.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-sep-2021 to 01-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network was not completely down during the outage and ad wasn't responding during the outage technical support specialist recommended user to unplug the network cable during the outages to allow pyxis to use the cashed passwords. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported that a bd pyxis anesthesia es system did not allow users to log in during a procedure, preventing user access to medications. The customer stated that several procedures were affected, and multiple medications were required. The required medications were obtained by manually releasing drawers and from the pharmacy. There were no adverse events or injuries reported based on this event.